Event description:
Zealand pharma territory business leader reported patient mentioned that three v-go devices the needle button reportedly released prior to the 24hrs. Tbl was unable to provide any additional details but stated it was a possibility the patient may have accidentally activated the needle release button but was unsure.